Event description:
It was reported that the patient's trend data indicated that the patient alert triggered for high ventricular impedance with a high sensing integrity count and many non-sustained tachycardia episodes with noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:03. Daily pace impedance trend data shows a spike increase for rv pace= 1056 to 2176 ohms range between (B)(6) 2011, then returning to a baseline of 1040 ohms on (B)(6) 2011. Std review - lead integrity alert triggered: programmer data shows a lead integrity alert on (B)(6) 2011 02:15:03. Sensing - oversensing: 3 - ventricular nst<=210 ms on (B)(6) 2011 in the timeframe between 16:46:13 and 21:43:15. Sensing - interference/noise: ventricular short interval count v-sic=21.6 counts avg/day, in 29.12 days, between (B)(6) 2011 08:32:16 and (B)(6) 2011 11:17:56.